Event description:
It was reported that: "I used rusch 7.0 endotracheal tube to intubate my patient. I think these tubes are a substitution or replacement for our regular endotracheal tubes. I found them incredibly stiff resulting in more difficulty in intubating patients and having an increased risk of airway trauma. They also make using video laryngoscopy more difficult. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "I used rusch 7.0 endotracheal tube to intubate my patient. I think these tubes are a substitution or replacement for our regular endotracheal tubes. I found them incredibly stiff resulting in more difficulty in intubating patients and having an increased risk of airway trauma. They also make using video laryngoscopy more difficult. There was no reported patient harm or consequence.".